Event description:
It was reported that the patient experienced a urinary tract infection (uti) requiring macrobid causing cardiogenic shock due to allergy. The relatedness was noted as ¿not applicable.¿ the event required in-patient hospitalization. The outcome was resolved without sequelae.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was determined to not be related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturer representative reported the patient experienced burning with urination. On (B)(6) 2015, the patient had an abnormal urine culture.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v742618, implanted: (B)(6) 2011, product type: lead. (B)(4).